Event description:
It was reported that catheter and wire entrapment occurred. The 85% stenosed pre-dilated target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus was selected for use together along with a rotawire. During the procedure, it was noted that the wire got stuck in the rotalink. The procedue was completed with another of the same device. No complications were reported and patient was stable after the procedure. It was further reported that the wire and device were taken out together without any difficulties and no intervention was done.

Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotablator plus device and a guidewire from complaint 12134052. The burr catheter was attached to the advancer when received and the knob was unlocked. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed no damages. Microscopic examination revealed damage to the annulus. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Event description:
It was reported that catheter and wire entrapment occurred. The 85% stenosed pre-dilated target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus was selected for use together along with a rotawire. During the procedure, it was noted that the wire got stuck in the rotalink. The procedue was completed with another of the same device. No complications were reported and patient was stable after the procedure. It was further reported that the wire and device were taken out together without any difficulties and no intervention was done.

Event description:
It was reported that catheter and wire entrapment occurred. The 85% stenosed pre-dilated target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus was selected for use together along with a rotawire. During the procedure, it was noted that the wire got stuck in the rotalink. The procedure was completed with another of the same device. No complications were reported and patient was stable after the procedure.